Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Evaluation summary: quality assurance analysis revealed that the guide wire was returned without blood or contrast visible. The core had separated at the distal end of the hypotube. There was core protruding out of the distal end of the hypotube. The fracture faces were slightly bent as if kinked prior to separating. There was no other damage noted to the guide wire. The tip was tugged on to verify the core and shaping ribbon were intact. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Reviewing the sem result, the device core showed evidence of a heavy bend adjacent to the hypotube. The sem also showed the guide wire failed from ductile overload. The guide wire was therefore, subjected to forces that exceeded the strength of the device. The balance family of guide wires was designed with the hypotube junction 40 cm from the distal tip. The hypotube joint should never be kinked, because a kink will damage the joint, but even with treatment of a very distal lesion, during normal use, this junction should only enter the primary curve of any guiding catheter. Therefore, the opportunity of the guide wire being bent into a tight enough bend to damage the hypotube should only happen in unusual circumstances. The case information described that there was difficulty going through the sheath. Although a definite cause of the overbending of the hypotube joint cannot be made, the joint appears to have been bent going through the sheath. Once over-bent, the hypotube joint is very fragile and can be easily broken. There is no indication of a quality issue in either materials or workmanship. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has previously caused or contributed to patient injury. Device issue: guide wire separation. It was reported that prior to entering the patient, when inserting the guide wire into the sheath, the blue coating of the guide wire came away from the other part of the guide wire, and the guide wire separated in two pieces. No resistance was noted. The guide wire was removed from the sheath. No additional event or patient information is available.